Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The customer stated a "burning smell and popping noise" occurred during demographics entry when preparing to run a sample on the cell-dyn 1800 analyzer. The customer also noted a small amount of smoke from the back of the analyzer. There was no visible flame. The analyzer was unplugged from the wall. A field service representative inspected and serviced the analyzer. An inoperative power supply was removed and replaced. There was no injuries involved and no damage to the surrounding area or instruments.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/09/2010 the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.